Manufacturer narrative:
On (B)(6) 2021, mentor received the following additional information: (I)the patient was also diagnosed with right breast implant displacement (2)upon removal of the right breast implant, it was identified to be intact (3)the right breast implant was removed and replaced with a 480cc mentor memorygel breast implant (catalog: 3505480bc lot: 7351826 sn: (B)(6). (4)patient weight has been provided and populated. On (B)(6) 2021, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 480cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 29, 2021, the mentor failure analysis lab received the device for evaluation. On february 7, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, smooth uhp 480cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, suspected material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with a 480cc mentor memorygel breast implant on the right side, suffered right breast capsular contracture (baker grade iii) and possible breast implant rupture. The diagnosis of the complications were via visual and physical examination. Additionally, the rupture is not confirmed yet. As a result, the patient was scheduled for implant explantation surgery and replacement with an unspecified mentor gel implant on (B)(6) 2021.

Manufacturer narrative:
On january 11, 2021, mentor became aware that the following sections were erroneously filled with incorrect information: section e 2. Health professional was incorrectly marked as "no" and section e 4. Reporter also sent report to FDA? Was left blank. Manufacturer¿s reference number: (B)(4) section e 2. Health professional? Updated to "yes" and section e 4. Reporter also sent report to FDA? Populated with "unk"